Manufacturer narrative:
Section d4: device lot number was not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of low voltage advisory alarms and a bent contact on the battery clip (lot number unknown) was unable to be confirmed through this analysis. No log files were provided and no products were returned for evaluation. Multiple attempts were made to obtain additional information regarding this event; however, no responses were received. The root cause of the reported event was unable to be conclusively determined through this investigation. The relevant sections of the device history records for the battery clip were unable to be reviewed as no device identifying information was provided. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 IFU section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including low voltage advisory alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 10 and heartmate 3 IFU section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: the UDI is reflective of all available information. The manufacturing date will be provided with the conclusion of the manufacturer's investigation. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through medwatch that the patient was seen in clinic on (B)(6) 2024 for a battery and battery clip evaluation due to concern for low voltage advisories. It was noted upon evaluation that one clip had a bent contact and debris. The clips were replaced. It was noted on the medwatch form that the patient experienced an adverse event that required intervention, but the type of adverse event was not specified.